Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value of 421 mg/dl which increased to 435 mg/dl and later to 470 mg/dl. Customers current blood glucose value is 115 mg/dl. Customer treated for high blood glucose value with manual injections. Customer showed no symptoms of high blood glucose. Customer also reported that automode feature was not in use at the time of the event. Insulin pump will not be returned for analysis.